Event description:
It was reported that a patient underwent a excision of a mass on their back on an unknown date and suture was used. After a week, the suture broke. The patient was reexamined and the suture was unraveled. The knots were present at the ends of the suture site. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.